Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient died. The cause of death was thought to be due to cancer, but it was unable to be confirmed. The death was not believed to be device related. The drugs in the pump were fentanyl and clonidine.